Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and an absorbable hemostat was used. Thirty minutes after using the hemostat, there was a fall in blood pressure to 70/40 mmhg. The patient experienced longer hospitalization for monitoring and hospitalization at the continuous care unit. The patient was treated with adrenaline/neosynephrine for the blood pressure. How long time did the surgery last? 3h. Were there any complications during surgery? No. How was the product used? Usual condition of use. Were any other hemostatic agents or sealants used during the surgery? No. If yes, please list the names and if they were removed or left behind upon closing up. What is the characterization of the bleeding where the product was used? (Mild, moderate, severe) no bleeding on both cases. What site/tissue was the product used? Unknown. How much of the product was used? 1 syringe. Was the product left behind upon closing up? Unknown. Was the product removed before closing up? Unknown. Were there any post-op complications? No. Any examinations (i.e. X-rays, CT scan, blood tests) of relevance for the complaint? Not responded. What makes the surgeon think that it is the product that has caused the complaint? The delay between the product application and the symptoms apparition. Any other information that is of relevance to the complaint? Not responded. How is the patient doing now? Fine, no complication reported for both patients. Patient information: initials, age or date of birth, weight, male (B)(6). What was the blood pressure of the patient initially before surgery? 150/80. Prior to the blood pressure drop, had the patient been given any anaesthesia drugs? If yes, please let us know the names and for what reasons the drugs were given? Paracetamol, droleptan, acupan in both case, like for all other interventions. What was the blood loss prior to the blood pressure dropping to 34/29? Not responded. What was the pulse when the blood pressure dropped? 80/70. How long time did the low blood pressure continue? 15min. What was the treatment that the patient experienced for the drop in blood pressure? Adrenaline/neosynephrine. Has the patient any known allergies towards porcine gelatin? No. Did the patient get any blood or blood products?

Manufacturer narrative:
(B)(4). Date sent to the FDA: 09/23/2020. Corrected information: b1, b2, h1 ¿ this medwatch is not reportable by ethicon, inc. As the importer because this device was not imported into the USA. Therefore, this medwatch report is being voided.